Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the following investigation, the communication error was caused by a damaged image sensor unit. It is possible that the internal image sensor may have been damaged by external stress from hitting or dropping. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope has a tight insufficient angle and displayed an e315 communication error code. The issue occurred during preparation for use for and unspecified diagnostic procedure that was completed by using a similar device. There were no reports of patient harm.